Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of capture malfunction. It was further noted that the hanger was broken and the main printed circuit board (pcb) was damaged. It was additionally noted that three of the case screws were contaminated. The device passed all automated and bench testing with no anomalies observed. All found defective parts were replaced all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a capture malfunction. The product has been returned for service. No patient complications have been reported as a result of this event.